Manufacturer narrative:
The 510(k) # is k073231.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) to report the one touch ultralink meter was giving inaccurately low readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. On (B)(6) 2011 at 10:23 am the patient obtained the blood glucose reading of 55 mg/dl on the reported meter and a reading of 81 mg/dl on a second meter within 30 minutes. At that time, the patient was experiencing the symptoms of shaking, weakness and fatigue. The patient administered self-treatment by consuming food and/or a drink; she did not seek medical attention. The patient also performed a control solution test, with passing results. The meter, test strips and control solution were replaced. The patient did not suffer an adverse event due to the reported meter. The patient's symptoms began prior to the issue, the meter reading correlated with the patient's symptoms and treatment, and the test results fell within expected valued for meter-to-meter accuracy testing. At the time of the customer service call, there was no indication that the product malfunctioned. On (B)(6) 2011, lfs received the meter and test strips involved with this complaint. Device evaluation was completed with the returned meter and tests strips on (B)(6) 2011 and (B)(6) 2011, respectively. The returned meter passed testing with no faults found; however, the returned test strips read low with control solution. This complaint is being reported due to the failed device evaluation testing.